Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient fell while at home on (B)(6) 2018 onto their back and side. The patient was hospitalized. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3, serial number (B)(4), and the reported fall could not be conclusively determined. The heartmate 3 lvas IFU llist all adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the cause of the fall is unknown and the patient was asymptomatic leading up to the fall. A chest CT showed age-indeterminate l2 compression fracture with 50% vertebral loss. An abdominal and pelvic CT showed a partial compression fracture of l1. A thoracic lumber sacral orthosis (tlso) brace was recommended but not tolerated well by the patient. The patient underwent physical therapy and was discharged with home health with physical and occupational therapy.